Event description:
Lenstec received an e-mail stating "after the lens was implanted, a fracture was found at 3mm from the tail of the lens. There was no patient injury or surgical intervention noted and the lens remains implanted."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch.